Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother states that the customer reportedly received the following results on the aviva system within 10 minutes: 300 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, mother took the meter and strips to the doctor's office and the doctor kept the device. Replacement was sent.